Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ and ¿adjust/check belt¿ messages) was confirmed due to the cable connecting ECG "c" and ECG "d" being pulled from the strain relief, damaging wires in the cable. The root cause for the physical damage to the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" and "adjust/check belt" messages.